Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that upon kit packaging one softclix lancet was identified as missing it's sterility cap. The roche employee accidentally pricked his finger when picking up the bag during kit packaging. There was no medical treatment received due to the accidental fingerstick. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.